Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It as reported that the pump shut off. Review of pump history during troubleshooting with the customer determined the battery was low and a low power alert had occurred. It could not be confirmed if the pump shut down due to insufficient power due to the customer not charging the pump. Reportedly, the customer does not charge the pump past 25% and only charges every few days. There was no reported impact to the customer's blood glucose level. Recommendation was made to the customer to charge pump more frequently.